Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user reported that the system showed results different from glucometer measurements. An RMA was authorized for the return of the sensor for further investigation. Upon receipt, a visual inspection and functional testing were performed, and no anomalies were observed. In-house testing on the returned sensor showed optical instability in all sensing areas. Visual inspection further revealed delamination of internal sensor components. A review of the in-vivo sensor data also revealed depressed signal and reference channels in all sensing areas. The potential root cause may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. The combination of these factors may have contributed to the inaccuracies observed by the user. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 15 feb 2026. D4.additional device information updated. G3.date received by the manufacturer? 15 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.